Event description:
Neonatal nurse practitioner (nnp) was placing a peripherally inserted central catheter (PICC). The needle was inserted with good blood return. The catheter placed and the needle withdrawn. This is a break away needle. The nnp attempted to break away the needle and part of the plastic remained at the junction of the needle and the hub resulting in the inability to remove the needle from the PICC. Attempts were made to break away the needle. The end result was that the catheter needed to be removed and another attempt made which was successful. The harm to the infant was a second needle stick for the placement of the PICC. A similar event with same device filed last fall.====================== manufacturer response for splittable needle introducer, bd splittable needle introducer; kit name: bd l-cath PICC======================the manufacturer has made arrangements to pick up the device.